Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on one lead. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein an additional lead was placed to address the issue. Effective therapy was restored post operatively. It is unknown which lead caused ineffective therapy.

Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7982302.

Manufacturer narrative:
Correction: b1 - type of report updated. Correction: b2 - outcomes attributed to adverse updated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.